Manufacturer narrative:
Date sent: 09/04/2007. Evaluation summary: device received with the test tip inserted and could not be removed as the mount was loose. The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the account could not get it to pass the initial testing. Device not used in procedure and will be returned.